Event description:
Medtronic received additional information that per the physician the patient had a distal hemorrhage that was unrelated to aneurysm where the pipeline was deployed. Patient was discharged from hospital to rehab facility.

Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient. We are unable to definitively determine the cause for the reported experience. However, intracranial hemorrhage is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use. Furthermore, the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments.

Event description:
Medtronic received information that this patient experienced aneurysm recurrence with a massive intraparenchymal hemorrhage one week post pipeline with coiling treatment. It was reported that the aneurysm was located in left distal vertebral artery. There was no alleged product issue. The aneurysm treated was fusiform with a max diameter of 6 mm and fusiform. Post angiographic was satisfactory and pipeline was well positioned. Dapt was administered. Pru levels are unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.